Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.